Manufacturer narrative:
(B)(4).

Event description:
Information received from a healthcare provider for a clinical study, via a manufacturing representative, reported the patient had walking and swallowing problems. There was a worsening of choking. It was noted that the patient fell by transfer to another seat, indicating fall affected device or therapy. The patient was alive with injury. No actions were reported and the event was unresolved at the time of the report. No interventions performed or planned. Medical history included heart failure, depression, and parkinson's disease; the patient was taking movement disorder and/or psychiatric medications. Cause, actions, and outcome remain unknown. Clinical event is ongoing, therefore additional information will be received.

Manufacturer narrative:
(B)(4).

Event description:
Information received via a healthcare professional reported diagnostic methods included the patient reporting the event (B)(6) 2015. Etiology was noted as programming/stimulation. Additional information received approximately four months later indicated the event was not related to the device.